Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, mmdg could not replicated or confirmed.

Event description:
The initial reporter stated that the pump had "did not alarm when occluded". The initial reporter also stated that this was discovered during testing and had no patient impact. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg after the initial MDR report was submitted. During the investigation the pump operated within product specifications. Mmdg was unable to replicate or confirm the complaint. Based on this information no MDR was needed.

Event description:
The initial reporter stated that the pump had "did not alarm when occluded". The initial reporter also stated that this was discovered during testing and had no patient impact. (B)(4).